Event description:
Trials did not match implants.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Updated catalog number based on additional information received. An event regarding length discrepancy between trial and implant involving a gmrs extension piece implant was reported. The reported length discrepancy between trial and implant components only concerns the trial extension pieces. There is no allegation or evidence that there is a length discrepancy issue with the extension piece implant itself. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Trials did not match implants.